Event description:
Beckman coulter access 2 analyzer continues to provide errors despite the technician replacing several components and caused several days of delayed care. Exact issue and part requiring replacement ¿ first issue was vacuum pressure errors, internal vacuum (replaced), performance maintenance needed (completed). The second issue was with the internal incubator not coming with refrigeration temp range to perform testing. Incubator belt replaced/but jammed. Currently belt is being replaced along with compartment underneath the incubator. Problem has been identified and the part needed was local. Once retrieved, the service technician retuned onsite to work to get the analyzer back up and running the analyzer continued to fail.